Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the blank screen could not be reproduced. The alarm history showed a related alarm. The returned battery cap was used for the investigation and was able to be fully tightened.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.